Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The 10 cc glass syringe is breaking while the provider is using it. The glass is cracking underneath the user's thumb when pressure is applied. There was no injury to the provider or patient.

Manufacturer narrative:
(B)(4). Device history record review was performed on the kit and the lor syringe with no relevant findings. The customer reported the lor syringe cracked during use. The customer returned one 10ml glass lor syringe ((B)(4)). The returned syringe was visually examined with and without magnification. Visual examination of the syringe revealed the plunger appears to be damaged. A crack can be seen at the top of the plunger. A piece of the glass at the top of the plunger appears to be missing ((B)(4)). No visual defects or anomalies were observed. Nonconformance, (B)(4), have been initiated to further investigate this complaint issue. The reported complaint of the lor syringe being damaged was confirmed based on the sample received. Visual examination of the returned sample revealed the top of the glass plunger was cracked with a piece missing. A device history record review was performed on the kit and the lor syringe with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, other remarks: based upon the damage observed and the time of discovery, the potential root cause of this issue is supplier related. A nonconformance, (B)(4), has been initiated to further investigate this issue.

Event description:
The 10 cc glass syringe is breaking while the provider is using it. The glass is cracking underneath the user's thumb when pressure is applied. There was no injury to the provider or patient.